Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a moderately tortuous and moderately calcified shunt in a limb. A 6.0 x 40, 40cm mustang balloon catheter was advanced for dilatation; however, the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported.